Event description:
While attempting to advance the dragonfly duo catheter into the proximal lad, the physician noted resistance. The guide catheter was re-positioned and several attempts were made to advance the dragonfly duo catheter. A ptca wire had buckled in the proximal lad and staining was noted. The dragonfly duo catheter was removed and a ptca balloon was inserted. A spiral dissection occurred from the proximal lad into the left main. The physician believed that either the guide catheter or the ptca wire had caused the dissection. Several stents were placed in the proximal lad and circumflex arteries, and a 6.0x12mm ultra stent was placed in left main to tack up the vessel wall. The patient also had one stent placed in a lesion in the mid lad. The patient remained stable throughout the 3 hour procedure.